Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: unknown j-wire, unknown shuttle sheath. Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the indication was prophylactic, as the patient has scoliosis and was to undergo multiple staged procedures on the spine with high risk for deep vein thrombosis (dvt) and contraindication to anticoagulation. The filter was deployed below the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and fracture. Per the patient profile form (ppf), the patient reports fracture of the ivc filter with migration of the fracture strut(s) to the heart, and perforation of filter strut(s) outside the ivc. The filter was removed percutaneously, approximately 12 years later, however, fractured struts were retained in the heart. The patient further reports mental anguish and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and fracture. The following additional information was received per the patient¿s implant records: the placement of the inferior vena cava (ivc) filter was prophylactic, as the patient had a diagnosis of scoliosis and was about to undergo multiple staged procedures on the spine, and would be at high risk for deep vein thrombosis (dvt) with a contraindication to anticoagulation. An optease filter was properly deployed below the renal veins. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and ten months post implantation. The patient reports fracture of the ivc filter with migration of the fracture strut(s) to the heart, and perforation of filter strut(s) outside the ivc. Additionally, the patient reports that approximately twelve years and two months after the filter was implanted, the filter was removed percutaneously, and that the fractured filter struts are retained in the heart and have not been removed. The patient further reports psychological injuries or mental anguish, related to the filter, and living in fear that the filter is fractured and that the fractured struct migrated to the heart.